Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. When observing the merlin episodes, it was seen that the right ventricular lead had non-sustained right ventricular over-sensing due to suspected lead noise. Programming changes were made to adjust the sensitivity of the lead but over-sensing remained. Patient's status was reported stable.

Event description:
New information received indicated the right ventricular lead was capped and replaced on 8 jul 2021 due to oversensing. There were no patient consequences.